Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's acetabular component spun out and was loose at the bone to implant interface. Patient hip was also infected. Surgeon moved all the implants and proceeded to implant a size 3 200mm right bowed prostalac stem. Surgeon trialed a couple different head lengths and settled on the 32mm +9 implant. Head was reduced into 32x42 prostalac cup and the surgeon began the closing process. It was also indicated that the original implant date was unknown.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.